Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope was returned to olympus for repair for a reported ¿water leakage¿. The customer problem was found during an unspecified event. Upon inspecting and testing, the service inspection identified part of the adhesive at the distal end objective lens is peeled off. This report is being submitted to capture the distal end adhesive at the distal end. No death, injury or harm was reported.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported problem, leaking due to cut/holes in the bending section rubber. Also, part of the adhesive at the distal end objective lens is peeled off. Additionally, the angulation is insufficient due to a stretched angle wire. The bending section rubber adhesive is missing. The video cable is buckled. The video connector case is cracked. A review of the repair history confirms the scope was last serviced via repair in april 2021. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported problem is potentially due to stress due to physical handling, deterioration from chemical stress during reprocessing. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to add additional information.